Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the customer¿s biomed engineer troubleshot the generator and determined there was no problem with the device. The customer¿s biomed engineer tested the generator and returned it to service where it has been used for the last three months without an issue. No corrective action is required and no further action is warranted at this time. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the customer the fill chamber kept filling up during a knee procedure. The procedure was completed with this device and there were no patient consequences reported. The device will be returned. Additional information received by mitek complaints on 2-10-2015: the customer reported that the overfill was from the saline bag and that there were no delays in the procedure.

Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the customer¿s biomed engineer troubleshot the generator and determined there was no problem with the device . The customer¿s biomed engineer tested the generator and returned it to service where it has been used for the last three months without an issue. No corrective action is required and no further action is warranted at this time. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.